Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm from the insulin pump during a bolus delivery. The customer was unable to remove the infusion set to examine the cannula. Customer was advised that there may have been a bent cannula or a site/set occlusion, and to change out the entire set. The customer's blood glucose value was not reported. No further information was provided.